Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.